Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: yellow particles observed on the surface of the shell.

Event description:
Physician reporting intracapsular rupture of the right device diagnosed by mammography and radiology test. Device has been explanted.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return for lab analysis has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photos have been provided, visual analysis was performed using photographs of the device which identified rupture. The reported event of rupture was confirmed through analysis however it was not possible to determine the root cause. No other information is available at this time to determine any other probable cause and/or the exact cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reporting intracapsular rupture of the right device diagnosed by mammography and radiology test. Device has been explanted.